Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic forceps tips moved initially when tested external of the patient's eye, but when inserted into the eye during a vitrectomy surgery and moved to the closed position, the tips were unable to open again. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.